Event description:
It was reported on (B)(6), 2012 that an infrarenal aortic extension collapsed resulting in aortic thrombus and occlusion. Reportedly, a secondary intervention was scheduled, but details were unknown at the time of reporting. Additional information received on (B)(4), 2012: it was reported that 8 months post-implant of a bifurcated device and an infrarenal aortic extension, the patient presented with abdominal pain; an angiogram revealed that the proximal end of the infrarenal aortic extension had collapsed resulting in aortic thrombus and occlusion. On (B)(6) 2012, the physician performed a thrombolysis procedure, but it did not fully resolve issue. On (B)(6) 2012, the physician re-opened the infrarenal aortic extension by placing two competitor's stents and performing balloon angioplasty procedure. The procedure was completed with no complications. It was reported that the patient is doing fine.

Manufacturer narrative:
Based upon the review of lot records, work orders, and prior reports no issues with the lot were noted. Actual device was not returned hence no device evaluation was performed. However, computed tomographic scans were provided by the hospital and were reviewed by clinical representative. Based on the review of the angiogram scans, the patient presented with stenosis (partial occlusion) caused by thrombus and collapse of the infrarenal extension confirmed with CT on (B)(6) 2012. Review of the index procedure shows that the landing zone of the aortic extension had presence of thrombus and angulation at proximal neck. Likely cause of this is presence of thrombus with angulation caused the device to collapse. Occlusions are a known risk of the procedure, as identified in the product labeling.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device not returned for evaluation.